Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (moderate leaflet / valve calcification, elliptical annulus shape, preserved lv function) and procedural (possible valve under sizing) factors could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during the transfemoral tavr procedure, the 23mm sapien valve deployed in a too aortic position resulting in moderate central aortic insufficiency (cai) and moderate-severe paravalvular leak (pvl). A second sapien valve was deployed which resolved the cai and pvl was reduced to mild. Per report, a non-edwards bav was performed without issue. The bav cine and echo were reviewed and it was determined by the physician team that a 23mm sapien valve was needed. A 23mm sapien valve was prepped and positioned 50:50 within the native annulus. On deployment the valve was noted to be too aortic (80:20) with moderate cai and moderate-severe pvl. The physician team elected to place a second 23mm sapien valve and this was deployed in a 50:50 position. The cai resolved and the pvl was reduced to mild as noted on echo and the team was satisfied with the results. As per the physician the aortic deployment was thought to be caused by the patient anatomy. The patient's vital signs were stable and the patient was transferred to ICU for further monitoring. Additional information noted there was moderate native valve/leaflet calcification, no aortic root calcification, no mitral annular calcification (mac), and no septal hypertrophy. The patient¿s native annulus measured 23.2mm via tte and 20mm by 25mm via CT (area 414mm²) . The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.